Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the ecgs could not be recognized. The cable connecting ECG "c" and ECG "d" had a damaged j704 connector on the distribution node pca. The root cause for the damaged cable could not be positively identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had damaged cables.